Event description:
Cps could not be initiated because of a large bolus of air present in the arterial line and nurses did not know how to purge the air. The pump was never turned on. The perfusionist arrived 5 mins. After the pt expired. The perfusionist was able to push the air across the membrane afterwards.